Event description:
During a pacemaker generator exchange with a pacemaker dependent patient the plasmablade was activated and the pacing output of the pacemaker and the patient¿s heart rate dropped to 30 bpm. When plasmablade was deactivated the pacemaker output and the patient's heart rate remained low for 10-14 more seconds before increasing back to a normal rate. A temporary pacemaker was hooked up and the case continued without further incident. Pacemaker being replaced was at the eri (elective replacement interval = near end of battery life). Letter issued by st. Jude indicating that the use of electrosurgery in conjunction with certain pacemaker models can result in a functional impact to the pacemaker (reduced output or lack of output). Http://professional.sjm.com/professional/resources/product-performance/pacemaker-012914-communication/physician-communication 7/24/2014 (boisvk1): via retrospective review of complaints associated with pacemaker interference, this pe was determined to be reportable. Date of retrospective review 7/24/2014.

Manufacturer narrative:
Product event (B)(4) evaluation method, result: generator not returned; therefore, analysis unable to be performed. (B)(4).